Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: this pi is for the revision of a stryker construct due to dislocation and hip instability. As per pss implant request case (B)(4): complex orthopaedic history, including periprosthetic fracture of distal femur, requiring nail-plate fixation, then an intertrochanteric femur fracture, treated with sliding hip screw and that went on to nonunion. Now she is s/p conversion tha with a gt nonunion, and a 44 trident cup, and a restoration modular stem. She has dislocated in her first week postoperatively. Revision surgery is scheduled for (B)(6) 2025.

Manufacturer narrative:
Corrected data: date of implant. An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.